Event description:
The user facility reported that there was a black material on the bottom of the syringe during preparation of a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was confirmed during evaluation the returned unit. A small black plastic flash was observed inside the cartridge.

Event description:
The reported event was confirmed during evaluation the returned unit. Only the pouch and label of the product were returned. Upon evaluation of the pouch, a small hair strand could be observed inside.